Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose over the last months. Customer called in to report the insulin pump alarmed battery out limit after battery change and reported she was currently experiencing high blood glucose of 423 mg/dl. Customer treated with manual injection and declined troubleshooting for high blood glucose. Customer stated that the batteries were out of the insulin pump greater than duration allowed. She was advised this is normal behavior.